Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : 5554 implantable pacing lead, (B)(6) 2001. (B)(4).

Event description:
It was reported that the patient presented to the emergency room (ER) with loss of capture in the right ventricular lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.